Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. A 3.5x20mm, concentric, de novo target lesion was located in the severely calcified and severely tortuous left anterior descending artery. The lesion contained >= 90 degrees bend. Following pre-dilation of a 3.0x15mm balloon catheter, a 3.50 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and stent deformation was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.